Event description:
The pt underwent a diagnostic procedure. Following the procedure, the physician performed a radiograhic eval of the access site and determined that the access was high in the common femoral artery, at the superior portion of the femoral head. Immediately distal to sheath insertion there was a 15-20% stenosis. The physician attempted arteriotomy closure with the closer tsl6 fr. Device. The device was deployed and a posterior cuff miss occurred. The device was exchanged for a second device and closure was achieved. The pt complained of weakness in the leg and pulses were determined to be present and slightly diminished. The pt was discharged four hours following the procedure. The following day the pt presented at the emergency room with a cold foot and diminished circulation. Doppler performed indicated a femoral artery thrombus. The pt was taken to "ccl" where a femoral artery angiogram performed through the left leg demonstrated a large thrombus starting in the iliac poplitial area. A wire was inserted through the thrombus in the poplitial and the thrombus was cleared out of the femoral and allowed evaluation of the access site which demonstrated a large dissection. The pt was taken to surgery for arterial repair. The pt recovered without further incident.